Event description:
Reporter alleged blood glucose monitoring device generated a result which is outside the reading range of the meter. It was stated the meter generated a result of "0" mg/dl along with repeat glucose tests of "hi" and 280 mg/dl; however, the time of the repeat tests was not provided. Actions taken or treatment received as a result was not provided reportedly. A request was made for the return of the suspect device and replacement product was sent.